Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, reduced r waves, increased thresholds, and was found to be dislodged. The right atrial (ra) lead exhibited an increased threshold, decreased p waves, and was found to be dislodged. The rv lead was repositioned and remains in use. During the revision procedure, the ra lead helix would not extend and retract and tissue was found on the helix. The lead was explanted and replaced. The device needed to be replaced as the physician thought that the rv lead setscrew was stripped; however on examination after the procedure, the setscrew was found to be missing. The physician inserted and tightened the ra lead pin into the rv port. After connecting the rv pin into the rv port, oversensing, high pacing impedance, and coil impedances were observed through the device but not through the analyzer. Another new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.